Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, a hole in the balloon was noted. As the physician was preparing the equalizer balloon catheter outside of the pt by injecting contrast and saline into the balloon, a hole was noted in the equalizer balloon. The device was not used in the procedure. It is unk how the physician completed the procedure. No pt complications were noted and the pt's status was reported as "ok."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed. (B)(4).